Event description:
Additional information received reported the cause of the high impedances was not determined. It was noted the patient was seen ¿one month later¿ and the system was now functional. It was reported the patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device was not revised in (B)(6) 2014. The patient was receiving stimulation that covered their pain and the physician decided to wait on any invasive intervention. On (B)(6) 2015 it was reported that the patient had a loss of therapy and had a loss of stimulation. The patient's doctor knew the stimulation would not work and was dead to the world. A month prior to the report it was determined that the device would need to be replaced. The stimulation changes were not related to positional movement. The patient was meeting with a surgeon the day after the report to set up a surgery date. The upcoming procedure was intended to fix the issues that had been going on over the year prior to the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was reported, the caller was seeing readings of >40000 ohms. It was reported the manufacturer representative was with the patient at the time of the call and electrode 2/3 shows >40000. It was noted that the patient¿s stimulation stopped working three days prior to report and reported there was no fall or trauma. It was noted even when the stimulation was increased the patient felt no paresthesia. Additional information received reported the high impedances had not resolved and no x-rays had been ordered. It was noted that alternative programs had not resolved with reprogramming. It was noted no effective stimulation was achieved. Additional information received reported x-rays had been ordered and the patient was scheduled for a revision.

Manufacturer narrative:
Product ID 74001, lot# n211997, implanted: 2011 (B)(6); product type adapter product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4), product type recharger product ID 7495-51, serial# (B)(4), implanted: 2000 (B)(6); product type extension. (B)(4).